Event description:
Event description cpi received information that during a battery changeout, this ventak mini implantable cardioverter defibrillator (ICD) exhibited a less than 10 ohm lead impedance, shorted lead message. The ICD was not implanted and the chronic transvenous defibrillator lead was abandoned. A new system was implanted successfully.